Event description:
Surgeon (B)(6) during a knee cruciate ligament reconstruction surgery in (B)(6), following the standard operations, the screw incised the muscle tendon.

Manufacturer narrative:
One 72201776 biosure ha 8x25mm screw returned. The outer product carton, IFU, chartstik labels, paper product carrier and the screw were returned. The foil pouch was not. Dimensional inspection verifies that this is an 8x25mm product. The implant was received in clean condition. The complaint mentions use but there are no bio or blood taint signs of use. The only observation was that threads have been flattened on opposing sides lengthwise on the screw. The thread edges have a melted or squeezed appearance directly across from each other. Further clarification of allegation could not be attained. Root cause of the thread condition was not confirmed. This is a standalone observance and was considered isolated in nature.